Event description:
It was reported that the customer's insulin pump was stuck in a rewind loop. The customer's blood glucose level was 513 mg/dl. The customer states the high blood glucose level was due to being disconnected from the pump and treated using manual injections. Also customer mentioned there was a gap between reservoir and piston. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform prime test due to loose drive support disk. The insulin pump was received cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.